Manufacturer narrative:
The insulin pump had a blank display due to a broken b1 on the interface board. The pump was unable to undergo a displacement test due to the blank display. The following cosmetic damage was also noted on the device: cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display due to accidentally hitting the screen. The patient's blood glucose at the time of incident was 7.0 mmol/l. The casing on the top right-hand side was cracked. The customer was advised to retrieve pump settings for a same day device swap. The insulin pump was returned for analysis and a replacement device was shipped to the customer.